Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button response due to flattened dome switch on act button. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump's screen, battery compartment, and reservoir compartment were cracked. Customer did not recall any significant events leading up to the damage. Blood glucose level was not provided. No further information was provided.